Manufacturer narrative:
Unique identifier (UDI) and protocol # are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an alarm. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt and there was no physical damage found on the device. An error code was found in the ehl (event history log). The customer reported issue was not confirmed during the investigation. Root cause of the reported issue is unknown as no fault was found. Preventively replace the downstream occlusion sensor and recalibrate the upstream occlusion sensor. The product is beyond 8 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Other, other text: corrected data h1, corrected data: corrected data h1-malfunction.